Event description:
Description of event according to initial reporter: when the physician tried to deploy the filter, it would not come off of the jugular deployment system. The filter would not come off after pushing the release. A new g52918-igtcfs-65-1-uni-tulip was opened and used to complete the intended procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: director of radiology. PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for (B)(6) is no longer reportable. Summary of investigational findings: when the physician tried to deploy the filter, it would not come off the deployment system from jugular approach. A new device was used instead to complete the intended procedure successfully. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. No device or images were provided for the investigation and without the actual device it would be inappropriate to speculate what may or may not have caused the deployment difficulties. However, excessive tension during deployment could have prevented the filter from being released but this is purely speculation. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.